Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted in the esophagus to treat an esophageal stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2023. During the procedure, the guidewire was attempted to be advanced through the stricture and the axios device over the guidewire; however, during the attempted advancement, the guidewire got stripped, which resulted in the difficulty encountered advancing both the guidewire and the axios device. The guidewire and the axios device were removed, and another guidewire and axios were used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat an esophageal stricture. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed in the esophagus.

Manufacturer narrative:
Block h6: imdrf device code a150205 captures the reportable event of delivery system difficult to advance.